Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted at the buttocks on (B)(6) 2016. Patient's mother reported that she was with the patient when a low occurred, and noticed that the patient was exhibiting "shivers." Patient's mother then contacted a doctor to advise that she was taking the patient to the emergency room. Patient's mother reported that the hospital administered an IV of dextrose 10% (IV d10) to the patient. At the time of admittance to hospital on either (B)(6) 2016, a finger stick (fs) reading was taken and the patient's blood glucose (bg) was at 62 mg/dl. Patient's mother reported that the fs was taken after the vi d10 was administered, and no patient visible signs were observed prior to administering the IV d10. Patient's medication was upped to acarbose. Patient was discharged on (B)(6) 2016. At the time of contact, patient is good. No additional patient or event information was provided.